Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with being stuck in the priming process. The customer changed the infusion set and was stuck in priming. The customer was unable to take a bolus. The customer had a blood glucose level of 322 mg/dl. Troubleshooting was performed and the customer was walked through the priming process. It was noted that when they checked the alarm history they found a failed battery test. The customer did not recall the battery failing. The customer will monitor the insulin pump. The customer declined to troubleshoot for the high blood glucose. The device will not return for analysis.